Event description:
Additional information received indicated the event was resolved by reprogramming the device.

Event description:
During follow-up, post paced t-wave oversensing was observed. No intervention has been performed at this time. The patient was in stable condition.